Manufacturer narrative:
Additional information: a4, a5a-b, b5 (second paragraph), d4, e4, g2, h4, and h6. User facility report numbers: mw5174493, mw5174405. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, when attempting to insert the delivery catheter system (dcs), the surgeon kinked the dcs. Subsequently, the guidewire would not pass through the dcs. A new dcs was opened; however, the procedure was aborted. No patient complications have been reported as a result of this event. Additional information was received from the user facility that during insertion of the dcs into the patient, it was found that the dcs tip was bent, warranting withdrawal from the patient with the dcs intact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, when attempting to insert the delivery catheter system (dcs), the surgeon kinked the dcs. Subsequently, the guidewire would not pass through the dcs. A new dcs was opened; however the procedure was aborted. No patient complications have been reported as a result of this event. Additional information was received from the user facility that during insertion of the dcs into the patient, it was found that the dcs tip was bent, warranting withdrawal from the patient with the dcs intact. Additional information was received indicating that the location of the bend was just behind the nose cone. No difficulties were noted while loading the valve and there was nothing of note in terms of patient anatomy that contributed to the issue. The dcs was not twisted or torqued while in the patient. Per the physician, the bend was due to the computed tomography surgeon. Access was obtained via the common iliac artery (cia). The right cia had a minimum diameter of 12.5 x 12.9 mm and the left cia had a minimum diameter of 10.5 x 13.1 mm.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, when attempting to insert the delivery catheter system (dcs), the surgeon kinked the dcs. Subsequently, the guidewire would not pass through the dcs. A new dcs was opened; however the procedure was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {{evfxplus-29 }}; product lot/serial number (B)(6); product type: {{1095 heart valves}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-2329 }}; product lot/serial number (B)(6); product type: {1095 heart valves}}; implant date {{na}}; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.